Event description:
Additional information received reported the patient was still having concerns regarding their device r therapy but was working with their healthcare provider or manufacturer representative. There was an appointment date noted for (B)(6) 2015.

Event description:
It was reported that when the patient was recharging they were getting a shocking or sting. The patient spoke with their healthcare provider (hcp) and they thought it may be a stitch the patient was pressing on. The manufacturer representative (rep) was in the hcp office when the patient first recharged and felt the pain on (B)(6) 2015. The patient wanted to know if leaving the implantable neurostimulator recharger (insr) plugged in was okay. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).